Manufacturer narrative:
(B)(4). Date sent 8/5/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? No patient consequences reported. No change in the surgery. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic left hemicolectomy, during the preparation of the colorectal anastomosis, a methylene blue test revealed that the anastomosis was opening at the level of the posterior wall where the staples were not visible. A malfunction of the stapler was noted. For this reason, the previous anastomosis was re-sectioned and re-prepared with a new stapler, after further isolation of the mid-distal rectum.